Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information:multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). The analysis results showed that one device was received with the rotating head open due to insufficient weld. This defect has been correlated to a manufacturing process. The appropriate engineering personnel have been notified. No functional test could be performed due to the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the packaging was opened and the device fell apart. Procedure was completed with same like product. One device will be returning.